Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 6.0 x 150mm, 150cm ranger drug coating balloon was advanced for dilatation. However, during the first inflation, the balloon was ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.